Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 5.7 mmol/l. The customer stated that she received a button error about an hour ago. The customer stated that she was not able to clear the alarm and inserted a new battery into the pump. The customer stated that she received an unexpected restart alarm but was not able to clear it. The customer stated that she normally wears the pump around the belt area but today she wore it in her bra. The customer stated that no buttons were pressed longer than 3 minutes. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive bolus express, escape and act buttons due to moisture damage on the keypad traces. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a21 alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.